Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment cap was damaged and unable to be removed from the returned pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/13/2017 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap and a test cap were able to be attached and removed from the pump without defect or difficulty. It was also observed that the returned battery cap had damaged threads and one battery cap contact height was out of specification. The battery contact width was within specification. The investigation was unable to tighten the cap to a test pump and the cap would get stuck to the pump. The investigation was unable to duplicate the initial complaint alleging damage to the pump casing.